Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent delivery wire (sdw) only was returned. The sdw was kinked/bent 169cm from the distal end. The distal tip of the sdw was kinked/bent. The resheath pad and the petal/dpa were intact. The stent and introducer sheath was not returned. Functional testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The size of the flow diverter was appropriate for treatment site. Access was through femoral. It was reported that the stent detached inside the microcatheter. Additional information provided by the customer indicated no damage was noted to the device prior to use and the device was prepared as per dfu for this product. There was no patient involvement. Product analysis found only the sdw. The stent and introducer sheath were not returned. The sdw was kinked/bent 169cm from the distal end and again towards the distal tip which indicates the sdw encountered a force during use. It is unknown why the stent detached inside the microcatheter at release. An assignable cause of undeterminable was assigned for the reported event of device problem unknown/unclear¿ as the device problem is unknown/unclear. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as analyzed event of stent deployed prematurely during use and sdw kinked/bent.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) stent prematurely deployed during use. No clinical consequences were reported to the patient due to this event.